Manufacturer narrative:
The product information could not be provided. The manufacture date could not be determined without the product information. Initial reporter: phone number was not provided. In some countries outside the us, customer information is not provided due to privacy laws. The device was received melted and charred.

Manufacturer narrative:
The returned meter was confirmed to be burned and non-functional. Report by an outside lab concluded the root cause was a defective battery that exploded and caused the fire. The meter has been sent to the supplier for further investigation.

Event description:
An hcp in (B)(6) reported a patient's contour xt meter caught fire about an hour after a test was run on it. There was no report of injury. The product was returned for investigation.